Event description:
It was reported that a user experienced a loss of connectivity between the ilet and a dexcom g7 sensor, with the ilet displaying ¿pairing with sensor¿ after previously receiving glucose readings. Symptoms included no glucose data available to the ilet due to the pairing disruption. Outcomes included interruption of continuous glucose data to the ilet without alerts or alarms. Customer care provided remote troubleshooting and education, during which the user was instructed to toggle between sensors and re-enter the pairing code, after which the sensor entered pairing mode. Investigation of this case revealed a communication or pairing disruption between the ilet and the sensor without identification of a responsible device, which was addressed by re-initiating pairing. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connectivity issue likely related to device-to-sensor communication that was resolved through standard pairing procedures.